Event description:
The patient was to have the right femoral arterial line removed. Sutures were removed around the butterfly safety and near the hub. The catheter was inserted into the patient's groin up to the hub. When the catheter was removed it was noted athat the catheter was not intact. Approximately 1/2" of the catheter was aremaining attached ato the hub. The remaining catheter was still in the patient and could not be visualized. A physician was immediately notified and the patient was taaken to radiology to have catheter removed. On review of this incident the nurse stated that she had removed the sutures but did not cut through the catheter. The resident who had placed this catheter five days previously stated that he had only used the guidewire to insert the catheterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.